Event description:
The valve was implanted on may 26th but the condition of the pt did not improve. The surgeon found the distal catheter occluded under x-ray on may 30th and then explanted the shunt sys. The catheter was occluded by blood clot. This occluded spot was discarded by the dr at the hosp. He would like to know why only the catheter was occluded because the ruby ball area, the narrowest spot, did not seem occluded. Also, the pressure setting was initially 70 but he saw under x-ray that is had been changed to 200 automatically. He is wondering if the self locking mechanism is not functioning. Please investigate.